Manufacturer narrative:
Concomitant medical devices: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. It was also reported that the low impedance on the ra lead caused the implantable pulse generator (ipg) battery reach elective replacement indicator (eri). The ra lead remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.